Event description:
I've had health issues for decades that could not be diagnosed. I first got breast implants in 1979 because I had tubular breast deformity. I then developed hypothyroidism, fatigue and depression. Never did I associate it to breast implant sensitivity. I assumed that if breast implants were approved by the FDA that they must be safe. I had a rupture in 1993 that spilled into my chest and migrated to both arm pits. I remember the surgeon telling me what a mess it was and that she used a liposuction machine to suck as much free silicone out as possible. At that time, I put in another set, not knowing what free silicone would do to me. My depression, lack of concentration skills, anxiety and dry eye were extreme. I was fitted with 21mm scleral lenses to combat my extreme dry eye. I had a 3d mammogram in 2020 that showed silicone laden lymph nodes. This is the same year my implant surgeon notified me that my allergan natrelle 410 highly cohesive implants had been recalled. At the same time, my daughter was dying of kidney disease, and I could not spare any attention towards the issue with my implants. It's now 2023 and I've had another mammogram, an ultrasound and MRI all stating I have ruptures in both implants with silicone migration to my axilla. I have since acquired MRI images, ultrasound images and mammograms confirming migration of silicone in both my armpit lymph nodes. Reference report #mw5148544.